Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced one infusion set tubing was disconnected while sleping. No further information available.